Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the skirt was broken on the bd phaseal¿ optima protector p13-o. The following information was provided by the initial reporter: the plastic skirt around the vial broke and came off.

Manufacturer narrative:
H6: investigation summary; four photos were provided to our quality team for investigation. Upon visual inspection, it was observed that one of the vial claws was broken. A device history review was performed for lot 2104401, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were used for further evaluation. The product was inspected and no damage or defects were observed. Functional testing was performed, connecting the protectors to a vial, along with an injector and syringe according to the instructions for use. In all cases the spike properly penetrated the vial stopper, all product functioned as intended and no damage occurred to the protector. Product undergo visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device. All results for lot 2104401 were reviewed and the results were acceptable, no issues related to the reported defect were identified. Based on the information available, we are unable to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the skirt was broken on the bd phaseal¿ optima protector p13-o. The following information was provided by the initial reporter: the plastic skirt around the vial broke and came off.